Manufacturer narrative:
The hill-rom tech found the nurse call will not work from the siderail controls or the band pendant. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. If any add'l relevant info is identified following completion of the repair, the add'l relevant info will be submitted in a supplemental report.

Event description:
Hill-rom received a report from a hill-rom tech stating that the nurse call was not working. The bed was located at the account in room 227. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).